Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer resumed insulin delivery. The customer declined to provide information to tandem technical support. There was no reported impact to the customer's blood glucose level.